Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The root cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a defect. The resolution for this issue is unknown. No report of patient injury or harm.